Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. An examination of the markerbands identified no issues. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the balloon was leaking. The 60% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. A 6.00mm/2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking liquid. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed a balloon pinhole.